Event description:
It was reported that the patient's left knee was revised due to instability. A 5x9 cr insert was revised to a 5x11 cs insert.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was confirmed via clinician review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: undated x-rays: ap both knees, lateral left knee - bilateral tka - right grossly nominal, left 2 screws in proximal tibia, 3 components well fixed, x-ray consistent with instability, evidence of previous fibular shaft fracture. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the x-rays , instability of the left tka appears to be confirmed, but insufficient data is presented to create a medical report for this case. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left knee was revised due to instability whereby a 5x9 cr insert was revised to a 5x11 cs insert. Clinician review of provided x-rays indicates that instability of the left tka appears to be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history (pmh), patient demographics, operative reports, dated serial x-rays, and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It was reported that the patient's left knee was revised due to instability. A 5x9 cr insert was revised to a 5x11 cs insert. Rep reported that he can provide pictures, and confirmed that otherwise, no further information will be released by the hospital or surgeon.